Manufacturer narrative:
It was noted by the sales rep that no additional information would be provided. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient fell and fractured her proximal femur. Omniflex stem removed, fracture wired, restoration modular stem inserted, new series 2 - 20 degree liner inserted. Patient stable.